Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of worsening bronchiole ulceration with planned medical intervention that was reported to boston scientific on (B)(6), 2013. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6), 2013. The procedure was completed successfully with no issues noted. On (B)(6), 2013, the patient experienced exacerbated asthma, with symptoms of shortness of breath, wheeze, and cough . No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event was resolved on (B)(6), 2013. A second bronchial thermoplasty treatment was performed to the left lower lobe. During a review of the patients airway the physician visualized a "subtle and superficial" ulceration in the right lower lobe. According to the physician, there were no symptoms and no medical intervention was required. Reportedly, this ulceration was not present on the airway exam before 1st bt treatment. On (B)(6), 2013, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. During a review of the patients airway the physician visualized an ulceration and mucosal irregularity in the superior segment of the right lower lobe bronchus. The airway examination found that the ulceration did not heal, however, the physician did not biopsy or culture the ulceration, because it "didn¿t look infected.¿ the physician also stated that the ulcerations looked ¿directly related to the contact point of the basket with the bronchial wall" from the first bronchial thermoplasty treatment. The third bronchial thermoplasty treatment was then completed without difficulty as the patient tolerated the procedure well. An additional bronchoscopy procedure is scheduled to re-examine her airways in 3 months.. Baseline spirometry values: visit date: (B)(6) 2013 pre-bronchodilator: fev1: 2.42; fev1 % predicted: 71.81; fvc: 3.17; fvc % predicted: 81.07. Post-bronchodilator: fev1: 2.43; fev1 % predicted: 72.11; fvc: 3.22; fvc % predicted: 82.35.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of worsening bronchiole ulceration with planned medical intervention that was reported to boston scientific on (B)(6) 2013. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experienced exacerbated asthma, with symptoms of shortness of breath, wheeze, and cough . No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event was resolved on (B)(6) 2013. A second bronchial thermoplasty treatment was performed to the left lower lobe. During a review of the patients airway the physician visualized a "subtle and superficial" ulceration in the right lower lobe. According to the physician, there were no symptoms and no medical intervention was required. Reportedly, this ulceration was not present on the airway exam before 1st bt treatment. On (B)(6) 2013, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. During a review of the patients airway the physician visualized an ulceration and mucosal irregularity in the superior segment of the right lower lobe bronchus. The airway examination found that the ulceration did not heal, however, the physician did not biopsy or culture the ulceration, because it "didn¿t look infected.¿ the physician also stated that the ulcerations looked ¿directly related to the contact point of the basket with the bronchial wall" from the first bronchial thermoplasty treatment. The third bronchial thermoplasty treatment was then completed without difficulty as the patient tolerated the procedure well. An additional bronchoscopy procedure is scheduled to re-examine her airways in 3 months. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.42; fev1 % predicted: 71.81; fvc: 3.17; fvc % predicted: 81.07. Post-bronchodilator: fev1: 2.43; fev1 % predicted: 72.11; fvc: 3.22; fvc % predicted: 82.35. Additional information received as of june 12, 2014. The reported event of bronchiole ulceration, was reported to have resolved on (B)(6) 2014.

Manufacturer narrative:
Patient ID: (B)(6). Weight: (B)(6). Contact office: (B)(6). Study source: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.